Event description:
The account alleged the trend/reverse trend works intermittently on this bed. He found that the siderail cable on the right siderail was damaged and there were no bare wires.

Manufacturer narrative:
The tech replaced the siderail cable to repair the bed.